Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem of "button is not working" could not be confirmed. The reported problem of "no picture on the screen" was confirmed; the image was found to be intermittent and the cause attributed to a shortage in the cable.

Event description:
A user facility reported to olympus that the ch-s190-xz-e camera head "button is not working" and "no picture on the screen." There was no patient injury or harm associated with the problem reported to olympus. The intended procedure is unknown. It is unknown if the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to update the initial reporter's position, supply chain management purchasing coordinator.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation, however, a definitive root cause was not determined.